Event description:
A patient's family member reported that segments were missing from patient's one touch ultra meter and the patient was taken to the emergency room. Their meter allegedly had missing segments. The meter was sent to them by the hospital. Patient was very sick and was unable to read the results on the display. As a result, patient had to take an extra dose of their medication and was also taken to the emergency room a couple of times. Patient was given IV glucose for treatment. No further information has been reported.